Event description:
As reported per the edwards field clinical specialist (fcs), post transapical valve deployment, there was moderate paravalvular leak (pvl) and mild/moderate central aortic insufficiency (cai). Despite performing post-dilation, a second valve was needed. This resolved the cai, and improved the pvl to mild/moderate. Due to the large annulus size, no pre-bav was performed; it was felt this would allow the sapien a better base for implantation. The valve was deployed 60/40 aortic. Post deployment there was moderate pvl and mild/moderate cai. This was not unexpected due to the large annulus. The physician felt a post-dilation with 1cc of fluid added might help seal the pvl. The inflation was performed, but did not improve the amount of regurgitation. A careful assessment was made to determine if a second valve was needed. Tee was checked in several planes, this showed the same pvl and central ai as before. Simultaneous recording of lv/ao pressures revealed and lvedp to be roughly 18-20mmhg. An aortogram showed moderate ai. With the moderate amount of pvl and mild/moderate central ai, it was felt it would be best to implant a second valve. A second 26mm sapien valve was implanted within the first sapien valve. An attempt was made to position the second valve slightly more ventricular, but the valve moved 1mm aortic during inflation, landing almost exactly inside of the first valve, 60:40 aortic. After the second valve was implanted, tee, hemodynamics (edp improved to 15mmhg), and aortography showed the central ai completely resolved but the pvl remained. A final assessment of the pvl was mild/moderate. The tavr team felt this was an adequate result and moved on with completing the procedure. The patient was transported to the ICU in stable condition. This patient had bulky native leaflet/valve calcification and mild aortic root calcification. The patient's annulus was also very elliptical with min/max diameters of 23 x 29.5, and an area of 550 mm2. The cause of the event was indicated as due the patient's large annulus. The physician knew there would be an acceptable amount of pvl, but wanted to proceed because of the patient's degrading health.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use, paravalvular leak (pvl) is also a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause of the cai and pvl appears to be due to a combination of the patient¿s very large and elliptical shaped. Per report, it was anticipated that there might be regurgitation due to the patient¿s anatomy. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.